Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that battery was unable to charge or provide power. Internal inspection of the battery revealed that the thermistor wire (+) that connects from the printed circuit board (pcb) was disconnected from the board. The wire was re-soldered to the pcb; results revealed that the battery regained functionality and performed as expected. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a soldering defect during the assembly of the battery. Concomitant medical products: d314vrm defibrillator and 6947m62 lead implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery would not charge. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.